Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The caller stated that the customer's sensor glucose reading was 167 mg/dl and the blood glucose reading was 361 mg/dl. Advised the caller that the customer should never use the sensor glucose reading to treat his blood glucose levels. Found that the customer was wearing the sensor in her thigh. Advised the caller that the sensors should not be inserted in the thigh. The caller declined further troubleshooting as she felt that the high blood glucose levels were not caused by the insulin pump or its supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02667.